Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the insulin pump was inside of their house when it caught fire. The customer ended up in the hospital for a non-diabetes related issue, but was treated for high blood glucose levels. The caller did not know the customer's blood glucose reading at the time of event, however his reading was 327 mg/dl the last time he checked. The insulin pump was replaced but not returned. No further details were provided.

Manufacturer narrative:
The information provided in the initial report was unclear. The correct information has been provided with this report.

Event description:
It was reported that the house was on fire on thursday, (B)(6) 2015 and the insulin pump was lost in the fire.